Manufacturer narrative:
Additional narrative: original awareness of event occurred sometime between (B)(6) 2017 and (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient gender and weight are unknown. Unknown date in 2014 the 510k: this report is for an unknown pfna blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Pfna device are not distributed in the united states, but is similar to devices marketed in the USA. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that after surgery for proximal femoral nail anti-rotation (pfna) the patient had an infection. There was a revision procedure and the pfna device were replaced with total hip arthroplasty. This report is for an unknown pfna blade. This is report 1 of 3 for (B)(4).